Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 400cc, catalog # 350-4004bc, serial # (B)(4), lot # 6400729. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 400cc and experienced rupture on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 7/26/2019, the mentor failure analysis lab received the device for evaluation. On 8/12/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample a crease was observed on the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor received additional information indicating the device was explanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on 10/24/2019, mentor became aware that during device removal, the patient's left-sided device was found to be intact but the patient did experience bilateral baker grade iii capsular contraction. The patient underwent device replacement with 400cc mentor memorygel breast implants, catalog number 3504004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).